Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an alarm while in use with the patient. Per reporter, log analysis is needed. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. No physical damage was found on the device. As a result of checking the log, there was no record of the customer reported issue. Functional testing could not confirm/duplicate the reported issue. Possible defective downstream, upstream sensor or cassette product. Preventively, replace the downstream and upstream sensor. Perform all functional tests and all passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.